Manufacturer narrative:
B4: 09aug2021. The customer confirmed the reported failure. The customer replaced the video graphics adapter (vga) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
The customer reported the screen has vertical stripes going across numbers. The device was not in clinical use. No patient or user harm was reported.